Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2008; 4968 lead implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far-field r-wave (ffrw) oversensing along with undersensing. Atrial sensitivity was increased, and the left atrial (la) lead remains in use. No patient complications have reported as a result of this event.